Event description:
It was reported that high, out of range, pacing lead impedance and loss of capture were observed. Patient refused intervention. Patient is scheduled for follow-up.

Manufacturer narrative:
.